Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Hc incident report reference number is unknown; submitted to hc (health (B)(6)) by the patient. (B)(4). The complaint device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a bsc sling was implanted into the patient during a procedure performed on (B)(6) 2010. After the procedure, the patient began to experienced pain in the hips, lower back, and right knee. Patient also had acrylate allergies, dermatitis, difficulty emptying the bladder, recurrence of urinary incontinence and urinary tract infections.